Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).

Event description:
A customer reported during a procedure, air bubbles were observed in the patient's eye and in the tubing immediately after priming. The surgeon removed the irrigation tubing from the trocar, flushed out the tubing and was able to proceed without further difficulities. There was no harm or injury to the patient as a result; however, the procedure was delayed. This is the second of three reports being filed for this customer.